Event description:
Additional information was received indicating the rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, an increased capture threshold and r wave amplitude variation was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. A micro-dislodgment was suspected. Additional diagnostic imaging is anticipated but has not yet been performed. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.